Event description:
It was found in clinic notes for a patient that the device's settings changed spontaneously. The lower settings corresponded with an increase in seizures. The change in settings corresponds to a known software error. No known relevant surgical intervention has occurred to date. No additional information has been received to date.